Manufacturer narrative:
The reported lot number, 0ml60525065, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2006.according to the complainant, post-procedure, the patient experienced pain.all other information is unknown and unavailable.